Manufacturer narrative:
Concomitant therapy date-reported as (B)(6) 2016 due to ni. This report is 1 of 2 for this patient: 0001822565-2016-04670/0001822565-2016-04669. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient was experiencing unknown issue after a knee arthroplasty.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there was no allegations or revisions for this product. This report is number 1 of 2 MDR supplementals filed for the same patient (reference this report and 0001822565-2016-04670-1)